Event description:
As reported, approximately 10 months the initial rtsa, this (B)(6) male patient was revised due to dislocation. The patient was moving a heavy object with his right arm and felt weight of object pull shoulder out of joint. Patient has had multiple previous instances of instability. The case report form indicates this event is definitely related to devices and procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation. Concomitant medical device(s): 300-30-08 - equinoxe preserve stem 8mm; 320-10-05 - equinoxe reverse tray adapter plate tray +5; 320-15-02 - rs glenoid plate sup aug, 10 deg; 320-06-42 - glenosphere 42mm.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent closed reduction cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction.